Manufacturer narrative:
The returned expiratory channel printed circuit board (pcb) contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. A visual inspection of the returned board did not show any anomalies. The investigation of the received device logs confirmed failed leakage tests on the reported date of event. An occurrence of the technical errors for an open safety valve and a power error was also found on the date of event together with an alarm for apnea and stop of ventilation. There was no patient involvement according to received information. The pc-board was installed in a reference system for simulated use test ventilation. The reported issue was confirmed and the technical error for an open safety valve was repeated. Electrical measurements on the expiratory channel pcb showed that a capacitor in the pull magnet supply circuit was shorted, which caused the safety valve to always be in open state. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pcb, that is part of the safety valve function.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).